Event description:
Pt was having fluctuating heart rate. Pacemaker was checked. X-ray suspected fracture of electrode. Pt is not pacemaker dependent. Pt had surgery 5/14/97 for removal of old permanent tranvenous pacemaker and electrode, and insertion of new permanent tranvenous pacemaker.